Event description:
Boston scientific received information that this right ventricular (rv) lead had microdislodged due to regurgitation. A revision procedure was performed and the lead was repositioned. However, high impedance measurements were noted. Therefore, the lead was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing and no other adverse events have been reported. This product issue will be updated if additional information is received.